Manufacturer narrative:
The plant investigation has not yet been completed. A follow up report will be submitted upon completion of the investigation.

Event description:
A hemodialysis user facility reported that a patient experienced itching 2-3 hours into treatment. The patient was treated with intra-venous (IV) benadryl. In addition, the heparin dose was decreased, however, there was no change in the patient's itching. The patient continued treatment with the same dialyzer. The patient reported the benadryl did not provide relief for the itching sensation.